Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a frayed wire. There was no need to change the instrument to finish the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. Additional observation not reported by the site: the instrument was found with thermal damage at the yaw pulley. Melted char marks were observed. Any material missing is likely to be thermal induced rather than mechanically induced.